Manufacturer narrative:
The customer¿s report of a communication error code 255.16.275 was not confirmed. Physical inspection of the suspect device noted the instrument seal intact. Both iuis were shown to have dried fluid on the contact pins and iui housing. Bent and shorting pins 1 and 2 were observed on the female iui. A cracked bezel is observed between the upper and lower hinge. Analysis of the pcu event log showed that on (B)(6) 2019 at 7:04 am, pump module s/n (B)(4) (channel a) and pump module s/n (B)(4) (channel b) are infusing. The log then records a channel disconnection; all channels are removed. The user confirms the disconnection and the pcu is powered off. The log records the pcu powered on at 7:06 am and alarms for a system malfunction error code 120 .4410.0 (low backup voltage failure). The pcu is then powered off. The log records the pcu is powered on at 7:28 am. The pcu immediately alarms for a system malfunction error code 133.6090.0 (main speaker failure). The log records the pcu is powered on at 7:30 am. At 7:35 am and then alarms for error code 120.4410.0 (low battery backup voltage failure). The log records the pcu is powered on at 7:51 am and immediately alarms for a system malfunction error code 133.6030 (main speaker failure). Testing performed on the pump module replicated a channel disconnect, ¿audio system error¿ code 133.6095 and a ¿system error¿ code 120.4410 when a test device is attached to the source pump module s/n (B)(4) female iui. An examination of the backside on the female iui found contact pin 1 (common sys_gnd) shorting against contact pin 2 (+8 volts in/out). The root cause of the customer¿s report that the pcu started alarming with a communication error code 255.16.275 when attaching a third module to the system was not identified. The root cause of the error codes 133.6090.0 (main speaker failure) and 120.4410.0 (low backup voltage) is a result of contact pins 1 (common sys_gnd) and 2 (+8 volt in/out) of the female iui from pump module s/n 14593411 short to ground.

Event description:
It was reported that a pcu started alarming with a communication error code 255.16.275 during an infusion with two modules. The event occurred after a third module was added and clicked into place, and all the modules alarmed with the communication error message and error code. The infusion was restarted without the third module.